Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient was sized to a 34 millimeter (mm) valve with moderate-heavy annulus and left ventricular outflow tract (lvot) calcium. A pre-balloon aortic valvuloplasty (bav) was discussed however was not performed. The valve was 80% deployed and did not appear to expand well. The valve was recaptured. Upon the second deployment, an infold was noted. The depth of the valve was good with an acceptable gradient. The valve was released and a post balloon aortic valvuloplasty (bav) was performed with a 22 mm balloon with good result. No adverse patient effects were reported.